Manufacturer narrative:
The investigation was based on the reported event and provided information from the onsite analysis of the affected v500 device. The dräger service technician onsite verified the reported symptom. Root cause was a faulty lc display. He replaced the defective display - which was the correct measure - and tested the device according to manufacturer specs without further deviations. The ventilation is not affected by a faulty display and is continued with unchanged settings. Monitoring functions and the user interface of the cockpit may be impaired. Safety-relevant parameters such as fio2, minute volume, or airway pressure are displayed in the secondary oled display of the ventilator, and the user can observe the ongoing ventilation. No patient health consequences have been reported. The field failure rate is continuously monitored by the product quality board. The results of the investigation did not reveal any new risks which are not covered by the product risk management file.

Event description:
It was reported that display went black during use. No injury reported. Swapped vent out. It never stopped ventilating. No patient health consequences have been reported. However, in case a change of settings/ values is not possible, a deterioration in state of health cannot be excluded for patients with difficult lung/ventilation conditions.